Event description:
The hosp notified the MFR via email that on (B)(6) 2013 the nursing unit encountered an issue with a taxol (paclitaxel) bag. It was reported that there was a filter tube set leakage (there was leakage at the end of the filter chamber). The sample was not retained by the hosp due to the nature of the pharmaceutical involved; therefore, no sample will be available for analysis. The hosp did provide a photo of the sample. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). Device eval: because the sample had contained a chemotherapy agent(s), it could not be decontaminated or returned to the MFR for analysis. A photo of the sample was provided which showed the alleged leak. Quest medical, inc has already initiated an investigation on this alleged issue and this event is added to that investigation. Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.